Event description:
It was reported that the right ventricular (rv) lead was fractured and had insulation damage when the lead was cut while opening up the chest. A new lead was implanted with success. No patient complications have been reported as a result of this event.